Event description:
A malfunction on the pump was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer continued to us the pump for insulin therapy.